Event description:
It was reported that during a drug-eluting stenting treatment procedure, stent damage was noted. The lesion being treated was located in the left anterior descending (lad) artery. The physician advanced the 2.75x32mm taxus liberte drug-eluting stent delivery system to the lesion without any reported difficulty. The balloon was inflated to 6 atms, however the distal edge of the stent was noted to be damaged and did not deploy. The delivery system was removed from the body without further incident. The stent damage was confirmed outside of the body. No further information regarding the procedure is available.

Manufacturer narrative:
Product analysis could not verify the deployment difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. The distal stent struts were stretched/bent past the distal bumper tip and the proximal end of the stent exhibited bent stent struts. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the damage. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The proximal stent damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The distal stent damage of this nature is usually the result of attempting to cross a very tortuous and calcified lesion. An encore inflation device with warm water was attached to the delivery device and the balloon was inflated the rated burst pressure for this device. The balloon inflated fine, a vacuum was then applied to the catheter and the balloon deflated normally without a compromise of the generated vacuum. The inflation/deployment difficulty as stated in the complaint could not be confirmed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which limited the performance of the device.bsc ID# a00089278/tw# 592309